Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was overheating. There were no delays to the surgical procedure reported. It was unknown if a spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.